Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). B3. Date is estimated; year is valid. H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) found the rtm showed no device found screen. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an internal neurostimulator (ins). It was reported they were having problems trying to charge their implant with their rtm; pt said that the controller screen just kept bringing them to the reposition recharger screen for the past 2 days straight. Pss had pt reset their controller. Pt did not see any visible damage to the controller port or battery pack. After reset pt said their controller screen said, "no device found". Pss had pt exam rtm for any visible damage. Pt said that their was no visible damage to the rtm or rtm port. Pt said that the rtm doesn't get hot while charging their implant, just the normal warm. Pss had pt initiate charging session with their implant. Pt was brought through prm and saw all 100s. Pss had pt move the rtm and they still saw all 100s. Pt was unable to get through prm. Pt said that the last time they were able to successfully charge their implant was more than a week ago. Pt mentioned that they have been through prm in the past within the last year, but they were able to get successfully get through prm; pt said they did not call medtronic about this. Pt mentioned that they are in a lot of pain and would like to turn their simulation up. Pss confirmed with pt that they have been in a lot of pain since they had issues with charging their implant, which started a day sometime last week. The issue was not resolved. An email was sent to the repair department to replace the rtm. Pt mentioned that they need to use glasses on the call because they cannot read or see anything without them.